Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-00537. Follow-up revealed one of the patient's leads was repositioned via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00537. It was reported the patient has been unable to receive effective stimulation as of late since falling on multiple occasions. Reprogramming was unable to provide resolution. As a result, the patient plans to undergo surgical intervention to address the issue.